Event description:
It was reported that device entrapment occurred. The target lesion was located in the left coronary heart. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the device was stuck with the guidewire. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Microscopic inspection of the device found that the coil was kinked, detached, and stretched at the handshake connection within the sheath, which was not retrievable. The sheath was worn.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the left coronary heart. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the device was stuck with the guidewire. The procedure was completed with another of the same device. No patient complications reported.